Manufacturer narrative:
Added information to section b5 (describe the event), b7 (other relevant history) and h6 (investigation findings and investigation conclusions). H11. Additional narrative/data: the device was not returned for evaluation and no details regarding what issue warranted the intervention were provided. Attempts to retrieve additional information were unsuccessful. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
As reported by the edwards lifesciences affiliate in brazil, a 79-year-old patient with an unknown valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration between seven (7) to ten (10) years for unknown reason.reportedly, patient was symptomatic. A 29mm transcatheter valve was implanted within the edwards surgical valve with reported complications (captured under MFR report numbers 2015691 2024 07771 & 2015691 2024 07775). During the procedure, it was observed significant cardiac fibrosis and scarring. Patient left the operating room after 8 hours in a very serious condition. Patient was transferred to the intensive care unit (ICU) on ECMO, vasoactive drugs and mechanical ventilation. Reportedly, patient remained hospitalized in the ICU intubated and in serious condition. However, a slight improvement was noted.

Event description:
As reported by the edwards lifesciences affiliate in brazil, a 79-year-old patient with an unknown valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration between seven (7) to ten (10) years for unknown reason. Reportedly, patient was symptomatic. A 29mm transcatheter valve was implanted within the edwards surgical valve with reported complications (captured under MFR report numbers 2015691 2024 07771 & 2015691 2024 07775). Patient left the operating room after 8 hours in a very serious condition. Patient was transferred to the intensive care unit (ICU) on ECMO, vasoactive drugs and mechanical ventilation. Reportedly, patient remained hospitalized in the ICU intubated and in serious condition. However, a slight improvement was noted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.